Event description:
On (B)(6) 2011, a (B)(6) female patient underwent single level (l5 - s1) decompression surgery. After decompression of the right l5 - s1 foramen, the baxano contra probe was passed to access the left l5 - s1 foramen. It was observed that probe was passed under spinous processes at a steep angle. The dural tear was located at the dorsal aspect of the thecal sac. The surgeon repaired the dural tear with a suture and continued with the surgery. One week post-surgery, no further patient incident related to the event was reported.